Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator sooner than anticipated. The caller was inquiring if this device was on any recent advisory/recalls. A boston scientific technical services (ts) consultant discussed that this ICD was not apart of a recent advisory/recall. No adverse patient symptoms were reported.